Event description:
The customer reported that the "mp50 monitor fell from a wall mounting". No patient or user harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.